Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03397, 0001825034-2018-00458, 0001822565-2018-00560. Evert date: unknown date on (B)(6) 2012. Implant date: unknown date on (B)(6) 2012. Explant date: unknown date on (B)(6) 2012. Therapy date: unknown date on (B)(6) 2012. Unknown zimmer continuum cup. Unknown arcos long uncemented stem. Unknown head. Report source: foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a right hip excision arthroplasty approximately one month post-implantation due to pseudomonas infection. All components were removed and no products were implanted. Attempts have been made and additional information on the reported event is unavailable.